Event description:
It was reported that the lead integrity alert (lia) triggered for the right ventricular (rv) lead due to non-physiological sensing. Also, the rv pacing impedance had a recent spike to 1800 ohms, then back to baseline of 600 ohms. It was noted that the patient was evaluated in the clinic and there was no oversensing observed, even with provocative maneuvers. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2010. (B)(4).